Event description:
It was reported that a customer's tandem mobi pump unexpectedly displayed a reset screen and shutdown without any blinking leds. The customer also received a "pump connection lost" message on their mobile app. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided instructions to place the pump on the charge pad and press the pump button, which resolved the issue. The pump was successfully paired with the mobile app, and the customer resumed regular insulin therapy. Tandem technical support explained that the pump's microprocessor reset as a safety feature and provided additional guidance on how to proceed in case of future occurrences.